Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and the patient became hypotensive. The valve was recapture and removed while cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) was used to restore the blood pressure. A second valve was implanted, however, upon release from the delivery catheter system (dcs), the valve dislodged up above the annulus. The valve was snared into the abdominal aorta. Another transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient died. The exact date of death is unknown and was estimated in section b2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which noted the patient¿s anatomy was tortuous and a pre-balloon aortic valvuloplasty (bav) was not initially performed. The hypotension was caused by mixed valvular disease, aortic insufficiency, and the patient¿s underlying, baseline moderate mitral insufficiency. The specific type and severity of the aortic insufficiency was not identified. The aortic dissection occurred as a result of the embolized valve that was snared into the abdominal aorta. With the implant of the additional valve, there was intent for the wire and delivery catheter system (dcs) to go through the valve that was snared within the aorta. However, after the additional valve was implanted and upon removal of the dcs the dcs became caught on the snared valve. It was then recognized that the wire and dcs had not gone through the first valve, rather they had gone along the side of the snared valve. Subsequently, the dcs had pushed the snared valve into the aortic wall which caused the dissection. Treatment was not provided for the dissection. The aortic dissection was the cause of death. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us serial/lot #: unknown, ubd: unknown, UDI#: unknown updated data: h6 codes - patient annex e, component annex g corrected data: b2, date of death medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.